Event description:
It was reported that defective tubing was found with bd nexiva¿ closed IV catheter systems. The following information was provided by the initial reporter, "tubing not working properly". 7 occurrences were reported during use the date/time and patient information were not given.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received 160 nexiva representative units in sealed packages and inside dispensers from lot number 8214832. The dispensers were within a cardboard box. All contents within were intact. Through the visual/microscopic evaluation, the extension tubings were manually pulled on all of the units received where no disconnections occurred on any of the units received. There was no physical-mechanical damage found on any of the areas of the units received. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. During DHR review no reject activity associated with the lot number provided was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective tubing was found with bd nexiva¿ closed IV catheter systems. The following information was provided by the initial reporter, "tubing not working properly". 7 occurrences were reported during use the date/time and patient information were not given.